Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the customer got in the pool a few weeks ago and his blood glucose has been running high since then. Customer's blood glucose was 518 mg/dl. Customer treated with a manual injection. Caller reported that the pump was exposed to fluid in the past with no moisture visible in the pump. Customer has had low reservoir warnings that were found in the alarm history. Troubleshooting was performed and the pump passed the self test. Caller was advised to monitor the pump. Caller stated that the screen looks a little blurry and the pump doesn't sound the same as it used to. Troubleshooting was performed and caller stated that the drive support cap appears normal. Customer found no air in the tubing. Customer reinserted the reservoir and ran a manual prime. Caller stated that the insulin did exit the tubing. Caller stated that the basal rates and bolus wizard settings are correct. Customer was advised to do a complete set change and to call back.